Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that after an implant device interrogation, the screen of this programmer froze, and the touch panel stopped responding. This programmer was restarted and reinterrogated the device, but after that the screen anomaly repeated. This programmer was being returned and analysis report has been requested. No adverse patient effects reported.